Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer stated they filled the reservoir with 120 units of insulin, but the insulin pump alarmed no delivery. It was also found the customer removed the reservoir and inserted a plunger, but the reservoir did not work. Customer's blood glucose was over 100 mg/dl. The customer stated the alarm occurred during a manual prime. The customer was unable to troubleshoot at the time of the call. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs. Inspected the snap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set, installing into a medtronic 5 series insulin pump, performed a manual prime, fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.